Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs systems, including a surgical lead, on (B)(6) 2010. The pt reported she has begun experiencing overstimulation when using her scs therapies. The pt was referred to her physician for examination and reprogramming. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the lead remains implanted. No further pt complications were reported.